Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise causing intermittent pacing inhibition, and possible fracture. It was noted that the patient experienced dizziness. The leads were inactivate and a leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.